Event description:
This lead was implanted on (B)(6) 2011 and remains implanted at this time. A call to technical services placed on (B)(6) 2013 states rv thresholds were high and there's probably intermittent loc in the rv. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).